Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Female patient operated at hospital one year ago. During training felt a difference and a noise in the hip and afterwards pain. The explanted implants show sign of impingement and maybe broken parts of the 10 deg lipp. Doi: (B)(6) 2023. Doe: 04 jul 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary female patient operated at hospital one year ago. During training felt a difference and a noise in the hip and afterwards pain. The explanted implants show sign of impingement and maybe broken parts of the 10 deg lipp. Enclosed pictures from: post op from primary operation, from before revision surgery and of the explanted implants. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment before revision -1, before revision -2, explanted impl - 2, explated imp - 1, post op primary -1, post op primary -2 and explanted imp -3. The photo investigation revealed that the pinn mar +4 10d 32idx48od was fractured at the lipped section. In addition, based on the quality of the provided photos, the liner appears to have some anti-rotation device (ard) tabs sheared off and seems to be slightly deformed at the rim. Additionally the femoral head presents metal transfer. Due to the observed conditions it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx48od would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.